Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular channel. A review of the device data identified impedance measurements had been gradually increasing over the past six months. All other lead measurements were within normal limits. The patient was brought into the clinic for further evaluation. Isometrics were performed and no noise or out of range impedance measurements were observed. Additionally, an x-ray was unremarkable for any system issues. The physician elected to leave the lead in bipolar sensing and unipolar pacing. The patient will continue to be monitored. No adverse patient effects were reported.